Event description:
Legal counsel for the patient alleges that patient underwent a left total hip arthroplasty on (B)(6) 2007 and a right total hip arthroplasty on (B)(6) 2007. Subsequently, legal counsel for patient alleges patient underwent a revision procedure of the left hip on (B)(6) 2011 and the right hip on (B)(6) 2011 due to patient allegations of pain, discomfort, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility and range of motion, soreness, dysfunction, and elevated metal ion levels. The modular head and taper adapter were removed and replaced during the left revision procedure. Patient¿s legal counsel reports presence of brownish synovitic type material was allegedly noted during the right hip revision procedure. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided. Catalog number, lot number, expiration date ¿ no information. Date explanted ¿ unknown if part was explanted. PMA/510(k) number ¿ no information. Manufacture date ¿ no information. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 6 of 6 mdrs filed for the same event (reference 1825034-2011-00638 / -00639 and 1825034-2014-02250 / -02253).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This product was initially reported in conjunction with this patient¿s other right hip components due to minimal information received. Upon review of additional information received in patient¿s medical record, the stem does not appear to be a factor in the reportable issue and would not have been reported had this information been available within the time frame of the initial report.

Event description:
Legal counsel for the patient alleges that patient underwent a left total hip arthroplasty on (B)(6) 2007 and a right total hip arthroplasty on (B)(6) 2007. Subsequently, legal counsel for patient alleges patient underwent a revision procedure of the left hip on (B)(6) 2011 and the right hip on (B)(6) 2011 due to patient allegations of pain, discomfort, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility and range of motion, soreness, dysfunction, and elevated metal ion levels. The modular head and taper were removed and replaced during the left revision procedure. Patient's legal counsel reports presence of brownish synovitic type material was allegedly noted during the right hip revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient operative (op) notes reports patient was revised on the right hip due to clunking and pain. Op report notes the presence of a thickened, fibrous, quiescent-looking hip capsule and brownish synovitic type material. Op report also notes evidence of levering of the cuff out of the socket in extensive abduction and in rotation and possible anterior impingement on the small bony lip on the front. The modular head, taper insert, and cup were removed and replaced. The stem remains implanted.